Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. Review of the available autologs report revealed a sustained increase in power consumption and estimated flows beginning on (B)(6) 2021 leading to parameters above normal operating range. 14 low flow alarms have been logged since (B)(6) 2021. As a result, the reported low flow event was confirmed. Information received from the site indicated that, in addition to the low flow event, the patient was hospitalized with a 20lb weight gain and worsening right heart failure. The patient was started on medication and diuretics for three days then weaned off. An echocardiogram (echo) was performed which showed no changes to previous echo or any obstructions noted. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, right ventricular failure is known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Of note, the patient's reported medical history indicated the patient has a history of atrial fibrillation. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with a 20lb weight gain and a few ventricular assist device (vad) low flow alarms, due to worsening right heart failure. The patient was started on medication and diuretics for three days then weaned off. An echocardiogram (echo) was performed which showed no changes to previous echo or any obstructions noted. The vad remains in use. No further patient complications have been reported as a result of this event.